Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged resulting to increasing pacing impedance and pacing threshold measurements as well as loss of capture and pacing inhibition. The device was reprogrammed and the issues were resolved. No adverse patient effects were reported. This lead remains in service.